Manufacturer narrative:
The investigation into the ventricle perforation issue has been completed since the initial report was submitted. The device was not returned for investigation. Data log analysis confirmed pump position in the ventricle alarms with a ventricular placement signal waveform. The cause of the ventricle perforation was improper positioning.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: the impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows:

Event description:
The user facility reported a 78-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella cp was pushed through the infarcted left ventricle wall while positioning. Perforation requiring covered stent and/or balloon tamponade. The impella was explanted. The patient is stable.